Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the infusion set was changed prior to the report. There was no impact to customer's blood glucose.